Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
Evaluation summary: the reported condition of leaking from the check valve was confirmed. Visual inspection showed no obvious cracks or voids in the check valve. Underwater leak testing confirmed a leak in the sonic seal area of the check valve. The root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Manufacturer narrative:
The sample is available for evaluation, but has not yet been received. A follow up medwatch will be submitted upon completion of baxter's investigation. Batch review performed: no exception was observed during manufacturing. (B)(4).

Event description:
Customer reported leaking from the check valve more than an hour after the IV was started. All connections appeared to be secure. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Event description:
It was reported that the pump rebooted multiple times without user intervention. A friend of the patient reported that the patient replaced the battery with a new one, placed a new battery cap on the pump, and completed the ezprime phases successfully. The friend stated that the patient wore the pump for a short period of time and observed the pump again reboot without user intervention. She reported that the patient's blood glucose was above 200 mg/dl without nausea or vomiting; he injected insulin manually and blood glucose responded appropriately; he remained on this alternate method of insulin delivery. The friend said that the pump continued to run after the last reboot and she did not observe any further loss of power. The friend confirmed that the battery cap was secure, she did not see the yellow o-ring, and the cap was tightened with a coin. She denied cracks in the battery compartment or damage to the threading.